Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head o ring was deteriorating and debris was falling. This was found during sedation of a therapeutic laparoscopic procedure, which was completed with a similar device. There were no reports of patient harm.